Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a questionable area of bleeding around the apical cuff. The patient returned to the operating room to explore and found to have infection and dehiscence around the entire cuff. The patient had emergent heartmate 3 exchange. Cultures were collected around the anastomosis to left ventricle/apical sewing ring.

Manufacturer narrative:
Section a4: correction. Patient weight is unknown. Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported events could not be conclusively determined through this evaluation. It was reported that patient had a questionable area of bleeding around the apical cuff. The patient returned to the operating room to explore and found to have infection and dehiscence around the entire cuff. The patient had emergent heartmate 3 exchange. Cultures were collected around the anastomosis to left ventricle/apical sewing ring. (B)(6) was returned assembled with the pump cable severed approximately 2.0¿ from the pump header. The distal portion of the pump cable was returned in 3 pieces measuring 6.0¿, 6.5¿, and 11.0¿ (including the inline connector). Approximately 0.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was returned detached from the pump. The cuff lock appeared unremarkable. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and wound dehiscence, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.